Event description:
Consultant reports patient implanted with epoca shoulder prosthesis approximately one year prior to explant. Patient developed a rotator cuff tear creating the need for a conversion to reverse shoulder prosthesis. Patient was returned to or on (B)(6) 2013 for removal of the synthes shoulder prosthesis in preparation for a future implantation of a reverse total shoulder. This is 2 of 3 reports submitted.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records have been requested. A review of synthes device history records indicated the product conformed to all requirements.